Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (migration), (B)(4) patient's condition affected effectiveness of device (likely due to disease progression). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition likely due to disease progression).

Event description:
Additional information was received as follows: it was reported that the stent graft migrated was detected during a routine follow up appointment. It appears the aortic neck may have elongated and enlarged resulting in a type I endoleak. A 28x28x49 endurant cuff was implanted and successfully resolved the endoleak. The patient is fine.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, 10 years and 3 months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the stent graft migrated and the plan is to treat the patient with an endurant cuff at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (elongated and dilated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (elongated and dilated aortic neck).